Manufacturer narrative:
(B)(4). Event description-additional. Additional information/device evaluation-additional . Device evaluated by manufacturer-additional. Event problem and evaluation codes-additional.

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and reboot receiver error recovery alarm and screen recoverable error alarm was observed. A functional test was performed and passed. A discharge test was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.